Manufacturer narrative:
The investigation of the returned device found the clip had been fully deployed. Visual examination of the internal and external components found no abnormal findings. No damage was noted and no device malfunction was detected. All investigational findings yielded a root because that was undetermined for the complaint. Review of the DHR did not produce any findings that were relevant to this report.

Event description:
It was reported a physician in-training attempted arteriotomy closure using a starclose vascular closure system after a diagnostic procedure. There was difficulty splitting the last 1/3 of the sheath. The release locator button was pushed and the physician lost artery access (6 mm right common femoral artery). The device was removed and hemostasis was achieved using manual compression. No additional information available.